Event description:
The manufacturer received information alleging a ventilator inoperable event occurred. There was no harm or injury reported. The device has not been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.